Manufacturer narrative:
This report is resubmitted on request by the FDA to correct field to initial report. The lock up was the result of a latent component failure in the pvi board assembly.

Event description:
Previously submitted. Customer was performing tee case on sedated patient. System hung with no response to control panel. Forced reboot enabled case to complete.